Manufacturer narrative:
There were no pre-op or post-op x-rays returned for review. The intent of the lag screw and sliding nail cap design is to allow lag screw sliding to help allow fracture settlement. No further investigation can be made at this time with the available info. No product was returned for eval. No lot number was provided; therefore, mfg records could not be reviewed.

Event description:
It is reported that the device was implanted in 2006, due to a right femoral subtrochanteric fracture. The lag screw has migrated a moderate distance. It is unk if a revision surgery will occur.